Manufacturer narrative:
B3: date of event, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the unit kept alarming. Patient involvement unknown.

Manufacturer narrative:
UDI updated - (B)(4). Evaluation codes updated device evaluation: one device was received. A visual inspection found a minor crack on the housing case, a cracked battery cover, cracked or missing small knobs, a loose patient outlet a torn input/output side label and a cracked/bent front panel. During the functional testing, the device would not turn on and the customer complaint was confirmed. The cause of the issue was found to be a faulty battery compartment. The positive and negative conductors in battery compartment were pulled out. The MRI battery, sintered filter, o'rings, damaged housing case along with all case labels, all small knobs were replaced. The loose patient connector was tightened, patient pressure cycling led was reset and peep control valve and CPAP control were adjusted to tolerance. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections ., please direct those to the following: (B)(6)